Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that a wound issue was observed on the opening site l4. No signs of infection were observed. The lead was explanted as result to resolve the issue. Patient was receiving stimulation relief with the remainder two leads. There were no complications during the procedure and wound issue has healed. Patient was stable.